Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using magnetic resonance imaging. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 07, 2025, the mentor analysis lab received the suspect medical device for evaluation. On july 10, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted at the junction between the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the tear at the juncture patch, the instructions for use contain the following caution: rupture can occur after implantation but is more likely to occur the more prolonged the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 09, 2025, mentor was notified that the patient was scheduled for breast implant removal and replacement with mentor gel implants on (B)(6) 2025. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).